Event description:
The user facility reported that prior to a diagnostic direct laryngoscopy the tip of the scope became hot and experienced a complete loss of image as the physician was about to insert the scope into the pt's nasal passage. The procedure was said to have been completed using a different digital scope. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval was able to duplicate the user's report of tip becoming hot. The distal end of the device was documented rising from 20 to 100 degrees celsius within approx one minute before experiencing a complete loss of image. The device was received with moisture on the bending section, which likely contributed to the tip of the scope becoming hot. The device failed the leak test due to a cut on the bending section cover. In addition, the eval confirmed the complete loss of image, which likely due to damage to the charged coupled device (ccd) unit. The subject device is being forwarded to the original equipment MFR (OEM) for further eval. This report is being submitted as medical device report in an abundance of caution.